Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.6cm to 5.8cm and 7.1cm to 7.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a bad fall. Upon interrogation, the right atrial lead exhibited noise and fracture. The lead was explanted. The patient tolerated the procedure and was fine post operation.